Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an anterior capsule rupture occurred during a laser assisted cataract procedure. The capsulorhexis was completely cut 360 degrees. When the doctor started phacoemulsification, everything was intact. The tear seems to have occurred during phacoemulsification. The intraocular lens was implanted in the capsular bag. Patient outcome is unknown as this time.

Manufacturer narrative:
Perforations can lead to a weakening of the capsule and result in unexpected tears. However, ocular movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear during a manual or a laser-assisted cataract procedure. Additional stress can also contribute or cause a capsular tear. In this case, there were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).